Event description:
The user facility reported a pt reaction during dialysis treatment. The pt experienced symptoms such as shortness of breath and back pain. The dialysis treatment was ceased, and the arterial blood was returned to the pt. The pt resumed treatment with another type of dialyzer with no further complications. On follow-up communication with the user facility, it was reported that another pt experienced a similar reaction 2-days after the first event. Both occurrences were with dialyzers from the same lot number.